Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported failure. Physio determined that the cause of the reported failure was an integrated circuit (ic) chip, designator u46, of the analog pcb assembly. Leg 7 of ic u46 remained at zero (0) volts instead of 2.35 volts, which led to the device not recognizing shockable rhythms.

Event description:
The customer contacted physio-control to report that their device had a service wrench present on the display. There was no patient use associated with the reported event.upon examination of the device, physio observed that it was unable to detect shockable rhythms. The unit would state "no shock advised" inappropriately. As a result, the device would not able to provide defibrillation energy, if necessary.

Manufacturer narrative:
Catalog number on the initial medwatch report indicated: 3202359. Catalog number on the initial medwatch report should have indicated: 3200731. Physio-control examined the customer's device and verified the reported failure. Physio determined that the cause of the reported failure was an integrated circuit (ic) chip, designator u46, of the analog pcb assembly. Leg 7 of ic u46 remained at zero (0) volts instead of 2.35 volts, which led to the device not recognizing shockable rhythms. Physio-control examined the customer's device and verified the reported failure. Physio determined that the cause of the reported failure was an integrated circuit (ic) chip, designator u46, of the analog pcb assembly. Leg 7 of ic u46 remained at zero (0) volts instead of 2.35 volts, which led to the device not recognizing shockable rhythms. The customer was provided with a replacement device.